Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04099 for a description of the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced severe and permanent bodily injuries. All other information is unknown and unavailable.